Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The device was returned with the upper jaw detached and it was returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
Received a user facility medwatch form, (B)(4), advising that during a laparoscopic fenestration of liver cyst procedure; one jaw of the device broke off and the instrument stopped working. The broken piece was retrieved. It is not known how the procedure was completed. There were no patient consequences reported.